Manufacturer narrative:
Product complaint # (B)(4). Add patient code (h6); no code available (3191) used to capture the limb asymmetry. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
In addition to the previously indicated issues prior to revision on (B)(6) 2020, the patient was also experiencing limb asymmetry.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Additional information received for medical records: doi: (B)(6) 2019. Patient received a left primary tha to treat end-stage arthrosis. Tha components implanted included a pinnacle cup utilizing an unknown hole cover, a pinnacle altrx polyethylene liner, depuy cocr femoral head, and a cemented summit femoral stem. The manufacturer of the cement and cement restrictor is unknown. The procedure was completed without complications. Clinic note dated (B)(6) 2020. Patient presented 6 weeks status post tha with pain. Patient reports a subluxation after placing left foot on a chair and bending to pick up a shampoo bottle. Surgeon notes there was no frank dislocation and patient was advised to postoperative dislocation precautions. Clinic note dated (B)(6) 2020. Patient presents with left hip pain and tenderness and reports feelings of left hip popping with abduction. X-rays were unremarkable. Patient is placed in an abduction brace. Clinic note dated (B)(6) 2020. Patient presents with pain and tenderness following a dislocation of the left hip. Dislocation was reduced in the ER. X-rays were unremarkable. Surgeon determines the patient has torn her left capsular repair and is unstable. The patient is referred for revision. Dor: (B)(6) 2020: patient received a revision of the liner and head to treat recurrent instability and dislocations. The stem and cup were well-fixed and retained. The pseudocapsule was repaired. The patient was revised with depuy products. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for left hip revision to address multiple subluxations. Date of implantation: (B)(6) 2019. Date of revision: (B)(6) 2020; (left hip). Treatment: head and liner revised.